Event description:
Overinfusion is reported to have occurred during 5fu therapy. The unit is reported to have infused 100ml in one hour (the device was filled with 100ml and the nominal flow rate is 50ml/hr and would have normally infused over approx. 2 hours). No pt issued were reported as a result of this event.